Manufacturer narrative:
The actual device was returned to the MFR for a physical evaluation and the complaint is confirmed. Visual and photographic inspection found a tear in the membrane of the cassette. Optical microscopy showed a single scratch breached the membrane. There was no damage to the hard plastic of the cassette. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.

Event description:
A peritoneal dialysis (pd) pt reported a fluid leak. The fluid was leaking from the cassette door. The pt was advised to discontinue using the cycler and to contact the pd nurse. The set was retained and made available for evaluation. During follow up, the pt's pd nurse reported that the pt did not have any signs of infection. He was treated with a single dose of prophylactic antibiotics vancomycin and gentamicin. No adverse event reported at this time.